Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, prior to which the device was not set to ipg mode. A manufacturer representative met with the patient and was able to recover the device.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, prior to which the device was not set to ipg mode. A manufacturer representative met with the patient and was able to recover the device. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.